Event description:
I am a patient with type 1 diabetes and was provided by my healthcare provider with the abbott diabetes freestyle libre 2 plus the system has had numerous issues with reporting blood sugar events. And has reported significantly lower blood sugar numbers that what my finger readings explain. For example, on (B)(6) 2026 my freestyle libre 2 plus notified me of a dropping glucose coming from 281 and dropped to 151 within 5-10 minutes. I did not have my finger meter available and as described by abbott and my healthcare provider this system does not require calibration or finger sticks and is considered accurate. So, I corrected this major drop as it was dropping in the app at an aggressive rate. Upon correcting the sugar and returning home. (Within 5-10 minutes.) I proceeded to test my blood sugar with a glucose meter also provided by abbott diabetes care, (freestyle lite) upon checking this, the meter advised me that my blood glucose level was now 460 mg/dl which is extremely higher. I also then checked my libre app and it advised me that my blood glucose level was 171. This extreme difference is dangerous. Considering this system is also linked to my omnipod 5 system. This inaccuracies can potentially kill someone.